Event description:
Pt reports the lens was stuck to his left eye. After an hour of trying to remove the lens, the lens came off and he was in extreme pain. The pt went to the ER. Follow up with ecp notes diagnosis corneal abrasion and resolving iritis. The ecp was not the prescribing site. This is being filed as corneal abrasion with iritis.

Manufacturer narrative:
This is being filed as a corneal abrasion with iritis. Method: no lot info, no lenses, no device info, no examination of device were provided which could indicate if the device caused or contributed to the event. Results: we are reporting this because we cannot confirm that there was no permanent impairment or permanent damage. There is no clear indication that the device could have caused or contributed to the incident. Conclusions: no conclusions can be drawn. Should further info be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the add'l info.